Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the recorded episodes noted noise that appears to be caused by device and/or electrode movement or a fractured electrode. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received six inappropriate shocks. An x-ray showed the device had moved since implant. The system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when product evaluation is complete.

Event description:
It was reported that this patient received six inappropriate shocks. An x-ray showed the device had moved since implant. The system was removed from service. No additional adverse patient effects were reported.